Event description:
A report was received that the patient was not receiving adequate stimulation. The lead contacts were missing in the area as needed. The physician suspected device malfunction with the lead splitter. The patient will undergo lead revision or replacement.

Event description:
A report was received that the patient was not receiving adequate stimulation. The lead contacts were missing in the area as needed. The physician suspected device malfunction with the lead splitter. The patient will undergo lead revision or replacement.

Event description:
A report was received that the patient was not receiving adequate stimulation. The lead contacts were missing in the area as needed. The physician suspected device malfunction with the lead splitter. The patient will undergo lead revision or replacement.

Manufacturer narrative:
Sc-2316-50 (sn:(B)(4)) the complaint was confirmed. All cables were fractured at the bent/kinked sections of the lead body, 1 cm from the clik anchor set screw marks. There were no exposed cables. In addition, all cables were ruptured and exposed at about 2 cm from the retention sleeve; however, it was considered an explant damage. Sc-2316-50(sn:(B)(4)) the complaint was confirmed. All cables were fractured at the bent/kinked sections of the lead body, 1 cm from the clik anchor set screw marks. There were no exposed cables. In addition, there were burn marks on the lead body in several locations and some cables were exposed; however, it was considered an explant damage. Sc-3400-30(sn:(B)(4)) the splitters passed all the required tests and revealed no anomalies.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm), model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads and lead splitters were replaced. Prior to the procedure, all contacts were measuring high impedances except for three on the left lead. The physician suspected splitter failure or lead failure. The patient was reportedly doing well postoperatively.